Manufacturer narrative:
(B)(4). The device was not returned for analysis as it was reported to have been discarded at site. Vasospasm is a known inherent risk of mechanical thrombectomy procedure and is documented in the solitaire instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received information that a patient experienced vasospasms during the procedure. After the first mechanical thrombectomy retrieval, it noticed that there was residual stenosis present in the middle cerebral artery (mca) bifurcation. Therefore 2.5mg of verapamil were administered. A second pass was then made with the mechanical thrombectomy device. The repeat angiogram showed interval improvement in flow within the mca distribution. The devices were all removed. The finial thrombolysis in cerebral infarction (tici) of 3 was identified within the mca branches. No other complications were noted. The patient was reported to have tolerated the procedure well.